Event description:
It was reported that during a da vinci si total benign hysterectomy procedure a wire broke during the case. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed a wire was broken. The instrument was found with a frayed grip cable and was derailed at the distal idler pulley. The frayed cable section was approximately 0.09 in length. Slight damage was found on the surface of the pulley. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event